Event description:
It was reported that the patient with this artificial urinary sphincter (aus) started experiencing urinary incontinence, leading to a replacement surgery. During the procedure, no device anomaly was noted; however, the physician decided to replace the entire system due to its aging. No additional patient complications were reported.